Manufacturer narrative:
D10) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd: , UDI#: h3) a manufacturer representative went to the site to test the navigation system (product ID: 9735665). No hardware parts were replaced and the system performed as intended. The software (product ID: 9735740) investigation found that the reported event was related to a software issue. This issue was d ocumented in a medtronic navigation software anomaly tracking database. The logs captured multiple "cleared user-facing low performance warning" and posted low performance warning to user during the navigation task which caused the reported behavior. Log: [info ][mnav.qmlguiservice ][2024-03-07 07:55:23,420][mlguiservice/ src/gfwlogger.cpp:37][plantaskcommon_qmltype_795_qml_827(0x55781d6a6a80) posted low performance warning to user] medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the received a "low performance error". They did a hard reboot and system performed as usual. They were requesting a new pc for this system, as there have been numerous performance issues over past months. There was no patient involvement.